Manufacturer narrative:
Concomitant product: product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that an out of regulation (oor) message was displayed on the patient programmer. The current settings on the implantable neurostimulator (ins) were 4.8v, 497 ohms, and 8.804ma. The rep was unsure if the programming parameters were outside what was listed, how many times the oor has occurred but thinks it happened more than once, or if it occurred on the previous ins on the same side. The rep doesn¿t believe the ins has an intermittent short; monopolar impedances were measured as normal. The voltage was reduced but the oor was still displayed; the cause of the oor remains unknown. No patient symptoms were reported. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.